Manufacturer narrative:
The batch documentation for the affected device has been reviewed and no deviation was found on the released batch. Furthermore, before each batch release a 100% routine visual control of the device package was performed without any remarks.in addition, to the visual control and the batch documentation, witnessed samples from the same lot have been examined and no deviation on the catheter tip was found. At this moment manufacturer concludes that this is an isolated event.

Event description:
This incident occured outside united state. According to the patinet the catheter tip was gnarled and deformed, especially the tip described as needle-sharp. When using the catheter, the patient injured himself so much that he bled. The patient has not made a doctor's visit and has also continued catheterization since the injury occurred on 2024-03-23 as the bleeding was not long-lasting.